Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a functional issue with the system monitor was confirmed with the returned system monitor (serial # (B)(6)). The unit was tested at the european distribution center. The unit did not boot up and functional testing could not be performed. Replacing the mainboard assembly fixed the reported issue. The mainboard assembly was received at the burlington site and was installed onto a test system monitor. The unit did not boot up as intended. Further evaluation of the mainboard assembly revealed a damaged component that did not supply power to subcomponents resulting in the reported issue. The component was replaced, and the system booted up as intended. The screen was able to switch between all six screens. A root cause that led to the damaged component could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use rev g. Under section 4, system monitor, outlines how to use the system monitor. Under ¿system monitor interface¿, ¿the system monitor¿s touch-screen interface contains menu-driven and menu-prompted operations that are accessible from six main screens. Six tabs, representing the six main screens, are continuously displayed along the top of each screen. Touching the on-screen tab allows access to the corresponding screen. Each screen has unique system functions.¿ under ¿caution¿, ¿do not try to repair any of the heartmate iii system components. If components need service, contact the appropriate personnel.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was defective and it was exchanged.